Manufacturer narrative:
(B)(4). Upon reassessment it was discovered that the reported event of bone fracture is not considered a serious injury as a mild injury, illness, or impairment occurred which does not require prescribed medical treatment.

Event description:
Upon reassessment it was discovered that the reported event of bone fracture is not considered a serious injury as a mild injury, illness, or impairment occurred which does not require prescribed medical treatment.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a 2 week follow up with x-rays, the surgeon discovered a fracture in the lesser tuberosity. The implant has not moved, and it was decided that they would monitor the fracture and implant to see how it progresses. There are no known contributing factors or trauma that occurred. No further information is known.